Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate..

Event description:
It was reported that during testing, it was observed that the small battery drive device was dead and had no power. This event was not related to surgery. It was reported there was no patient involvement. It was reported there were no injuries, medical intervention or prolonged hospitalization. If any additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it had no power. Therefore, the reported condition was confirmed. It was determined that the wire insulation on the electronic control unit was damaged, and the electric motor, bearings and seals were worn. The assignable root cause was determined to be due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.